Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector will not stay latched) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The root cause for the failure was a bent pin on the connector in the trunk cable. The root cause for the bent pin could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector will not stay latched.